Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection noted the helix was retracted and an anode conductor coil filar was deformed/compressed approximately 23mm from the terminal pin. Resistance testing found the lead was electrically continuous. X-ray of the terminal pin area found the terminal crimp sleeve had migrated distally to the point where it was no longer seated on the terminal pin windings and was just distal to the distal end of the terminal pin. The cathode coil was fractured and unwound from the terminal pin and stretched at the distal end of the terminal pin assembly. Analysis concluded that this damage resulted in the reported inability to extend the lead helix.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The physician was not satisfied with the initial placement of the lead and chose to retract the helix and reposition. Upon subsequent attempts to affix the lead the helix could not be extended. An alternate lead was used to complete the procedure. No adverse patient effects were reported.